Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have oral infection, rhinopharyngitis, mucus, sore throat, nasal blockage and cough. The patient was prescribed antibiotics and steroids in response to the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 08, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have oral infection, rhinopharyngitis, mucus, sore throat, nasal blockage and cough. The patient was prescribed antibiotics and steroids in response to the event. The patient alleged that reporting events of oral infection, rhinopharyngitis, mucus, sore throat, nasal blockage and cough were treated with antibiotics and steroids were reviewed by the manufacturer's clinical expert. These events are assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the internal and external inspection, the manufacturer observed that there is a dust-like contamination in the iso (international organization for standardization) port (inconsistent with sounds abatement foam degradation), on top of the blower motor, and the blower motor seal. Slight dust-like contamination (inconsistent with sounds abatement foam degradation) at the air inlet of the blower box. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Dust-like contamination on the bottom of the blower motor and inside of the blower motor. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown white specks of contamination in the bottom the blower box. Knob missing on ui panel assembly. Evidence of corrosion on pca at u13, r354 and bluetooth antenna. Also, at p3 and p4 connectors. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was also unable to address the patient's symptoms specified. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.